Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the patient's wife, the patient experienced skin overgrowth around the abutment and an infection. It is unknown what treatment was administered for the infection. The implant remains in-situ.